Event description:
Patient reported that after injection in the "nasal area" with juvederm ultra xc the product "just sat there". The next day patient developed a red and swollen nose, and yellow, "pus like" fluid coming out of pores in the nasal area. Patient reported that the fluid "burned" and now there are scabs. The patient stated "blood was coming out" of pores when nose was squeezed. The patient also stated that nose "was turning purple". Patient treated with topical cream and antibiotics. The symptoms have not resolved.

Manufacturer narrative:
UDI#: na. Further info from the reporter regarding event, product or patient details has been requested. No additional info is available at this time. The events of red and swollen nose, yellow "pus like" fluid coming out of pores, "burned", "blood was coming out" of pores and nose "was turning purple" are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events.